Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of drainage catheter fracturing in patient cannot not be confirmed since no product was returned for evaluation. Without receiving product to evaluate, we are unable to definitely determine root cause for this event. Although a root cause cannot be determined, it is unlikely that his defect is manufacturing related. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, catheters receive a visual inspection for digs, cuts, or other deformations along the shaft of the catheter as well as one aql inspection for the same defect. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident t is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported on (B)(6) 2015, a patient of unknown gender and age had a total abscession drain placed in his liver. It was reported the drainage catheter had fractured inside of the patient's liver. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.